Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation.

Event description:
It was reported that the patient's left knee was revised approximately 3 years 4 months post operation. During surgery, the surgeon realized the femoral component was grossly loose and fell right off, leaving a perfect cement mantle on the bone. Surgeon revised the femur to a logic cc femur, added a 14 x80 stem extension and inserted a new 2 x 10 ps poly. No fragments, parts or pieces fell into the patient. No parts or pieces of the device fell into the patient wound site. Reported event led to >45 minute surgical delay/prolongation. Patient did not experience any adverse events as a result of the surgical delay/prolongation. Patient required prolonged hospitalization as a direct result of this issue.